Event description:
It was reported that a spectrum pump under infused during a secondary infusion during therapy. The pump was run for 250 ml over 1 hour and there was still 50 ml in the antibiotic (secondary) bag. The pump read it had infused 256ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was found to pass flow rate testing within specification a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.